Event description:
Information was received that the rigid plastic connector came off of a smiths medical portex bivona custom 8.0 flextend tts tracheostomy tube while disconnecting the patient's ventilator from their tracheostomy (trach) tube. Subsequently, a trach change out was required. No clinical consequences to the patient were reported. The event was noted as resolved.

Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Upon visual inspection, it was noted the swivel component was completely separated from the rest of the device. This subcomponent is intended to be kept in place by a retaining ring which is secured with adhesive. When manipulating the assembled device, the area with the retaining ring did not have the rigidity expected by the retaining ring. This allowed the swivel part to be slid off its intended location with greater ease than is expected. It appeared that the adhesive securing the retaining ring was still intact, however the retaining ring appeared to be damaged. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.